Event description:
It was reported that an ilet user announced meals to correct high blood glucose, which constitutes an improper method and a user interface¿related usage issue. The user was advised to avoid this practice and allow the system¿s correction algorithm to manage high glucose. Symptoms included hyperglycemia peaking at 303 mg/dl outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.